Manufacturer narrative:
Srinivasan, v. M., ghali, m. G., cherian, j., mokin, m., puri, a. S., grandhi, r., . . . Kan, p. (2017). Flow diversion for anterior choroidal artery (acha) aneurysms: a multi-institutional experience. Journal of neurointerventional surgery. Doi:10.1136/neurintsurg-2017-013466 the pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of occlusion of side branches after pipeline implantation. The purpose of this article was to report the results of flow diversion treatment of anterior choroidal artery (acha) aneurysms. The authors identified eighteen patients with acha aneurysms treated with the pipeline embolization device (ped) and had at least three months of clinical/angiographic follow-up. The article states that all aneurysms were treated without technical issues. The outcome of jailed branches was assessed on the most recent angiographic follow-up: - the a1 was jailed in 16/18 cases. On follow-up, the jailed a1 was occluded in 1 case. - the posterior communicating artery (pcoa) was jailed in all 18 cases. On follow-up, the pcoa was occluded in 2 cases. All occlusions were asymptomatic.